Event description:
It was reported that the user received a connected cgm alert after leaving the ilet pump on a charger and away from the dexcom g7 sensor for several hours, after which the pump displayed persistent pairing status until the agent guided a restart, sensor toggle, and re-entry of the pairing code that restored pairing; the event was characterized as intermittent communication failure between the ilet and dexcom g7, with communication components including the antenna implicated. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation of this case revealed a transient sensor communication disruption consistent with a known brief sensor issue, with no device hardware malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was a temporary loss of sensor signal due to distance between the cgm sensor and pump.